Event description:
After deploying t1, surgeon inserted needle to deploy t2 but the implant could not be released. T2 was advanced but was stuck in the delivery needle, halfway towards the ready position. According to the sales rep who was present at the time of the incident, the surgeon was using the device in an appropriate way. T-1 remains in the patient and the suture was left untied.

Manufacturer narrative:
The returned device was received and inspected for the defect of t2 non deployment. T2 was on the needle and would not deploy into a rubber meniscus. Failure mode was confirmed. No further action is required at this time however complaints for this failure mode will continue to be monitored for trends of this type. (B)(4).